Manufacturer narrative:
Eval in progress, but not yet completed.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial module failed to function. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a pt as a result of this event.